Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). The lens was removed due to patient experiencing farsightedness.

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).